Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a right total attune knee done by the surgeon. It is unknown when the knee was done. The patient has limited range of motion. The surgeon tried a debridement with a thinner tibial insert and the patient still couldn't get full extension. The surgeon revised the femoral component to move the femur proximal. The femur was well fixed. So, now the patient has balanced gaps with full motion. The tibial tray and patella were well fixed and retained. Doi: unknown. Dor: (B)(6) 2022. Affected side: right knee affected.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.